Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of hyperlipidemia, chemotherapy/radiotherapy and coronary artery disease.

Event description:
It was reported that a model 7300tfx 27mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to calcification, regurgitation, endocarditis, and stenosis. The patient presented with heart failure and shortness of breath. A 9755rsl 26mm transcatheter valve was successfully implanted. The patient was stable and in recovery (ICU) at the end of the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 7300tfx 27mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to unknown reasons. A 9755rsl 26mm transcatheter valve was successfully implanted.